Event description:
It was reported that the customer encountered damage to the rack pushrod, specifically noting that the surrounding gasket was melted or degraded. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.